Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that this patient, who has epilepsy and long qt syndrome, fell over and reported receiving shock therapy. The patient was seen at the clinic and despite the use of multiple programmers, the device could not be interrogated. A magnet was applied over the device and no tones were generated. The patient's history is remarkable for chronic bradycardia and there was no evidence of bradycardia pacing. Technical services discussed the possibility that a shock may have been delivered through a shorted lead condition. The clinic nurse was informed that the patient should be considered unprotected. The physician planned to admit the patient into the hospital for immediate device replacement. Technical services recommended that at the time of the replacement procedure, the right ventricular (rv) defibrillation lead should be tested. An xray was received and the local representative asked about the density over the capacitor. The image was evaluated by an in-house engineer who felt that the "divot" outside the capacitor was most likely a weld point and the dense area was normal. The physician will evaluate the need to extract and replace the rv defibrillation lead. Boston scientific received information that this patient was scheduled for a device replacement procedure. Technical services discussed the possibility that the shorted condition may be related to a lead issue and suggested reviewing fluoroscopically areas of possible lead abrasions and/or contact with the device casing. Upon removal, the device should be inspected for arc marks as well as lead abrasions or exposed conductors. The physician should consider replacing the lead to ensure the integrity of the new system. Subsequently, boston scientific received information that this patient's device was explanted and was enroute to boston scientific's return products department.

Manufacturer narrative:
Upon return, the device will undergo laboratory testing. The rv defibrillation lead was not explanted at this time.